Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer blood glucose level was 488 mg/dl at the time of incident. The customer was treated with insulin injection for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap appears to be normal. The customer does not alleged insulin pump was under delivering. The customer stated that the ketone test was positive. Customer was ok with troubleshooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.